Event description:
Patient went to emergency room on (B)(6) 2024 following a call to ems by the patient's caregiver and the wcd system was taken off by the ems. Kmts field rep wanted kmt to interrogate device to see if it showed the rhythm when the patient passed out. Customer care spoke with a relative on (B)(6) 2024 who said the patient is currently still in the hospital on a ventilator. An investigation was initiated on (B)(6) 2024 to investigate the possibility of a potential device malfunction. The assure wcd logged an initial arrythmia detection 20 times over the course of (B)(6) 2024. However, none of the initial detections were sustained sufficiently to initiate an episode recording. The last initial arrythmia detection event at 7:57pm on (B)(6) 2024, was logged by the wcd and followed by evidence of emts arrival who documented the removal of the wcd at 8:03pm. The patient had a dual chamber pacemaker, which upon interrogation identified at 7:54pm, the patient had a ventricular tachycardia (vt) event with a rate of 219 bpm. Per prescription the assure wcd vt threshold was set at 220 bpm. Subsequent details of the event were communicated by medical personnel and summarized by kestra field representatives. At approximately 8pm, the patient's spouse witnessed the patient experiencing a syncope episode and immediately called 911. On arrival, emt personnel removed the wcd from the patient and performed 12 lead EKG. The rhythm noted by emts was pulseless ventricular tachycardia. The patient was defibrillated on site and apparently converted. The patient was intubated, and CPR was initiated. When ems arrived at the ER, the patient experienced another event and was defibrillated and converted. While in ICU, the patient had two more cardioverted vt events; one at 1:40am and the second at 2:00am. The patient remained in the hospital for approximately 6 days, during which time he was not wearing the assure wcd. On or about (B)(6) 2024, the patient expired in the hospital. He was not wearing the assure wcd. A complaint was opened on (B)(6) 2024 to investigate the possibility of a potential device malfunction. As of that date ((B)(6) 2024), the patient was still in hospital. Device evaluation of the alleged malfunction required retrieval of the device from the patient, return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. Returned therapy cable passed weight, safety, and eit (performance) testing. The returned wcd monitor was tested and passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspections. There was no indication of a product malfunction found during the investigation.